Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Product inspection the device with handle disassociation or loose screw in handle of mics was reviewed and evaluated. No further product inspection is required. Product history review a product history review is not required as it has been confirmed that the failure mode does not occur due to a manufacturing or process related issue. Complaint history review: the post market surveillance team analyses, monitors and collects complaint data based on a catalogue number and failure mode combination. If a trend is identified, the post market surveillance team will perform further investigation. Conclusion no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screw on bottom of handpiece is loose and coming apart.